Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detechment event on (B)(6) 2024. The insertion site was at stomach. The infusion set was in use for one day. No further information available.